Event description:
It was reported that the implantable neurostimulator (ins) was replaced. The caller said the ins was ¿not working.¿ the caller was unsure why it was replaced but stated the healthcare professional (hcp) replaced it with a smaller device. The caller stated that it was not replaced due to normal battery depletion. The caller was not about to clarify why the ins was replaced. The caller confirmed that they thought this occurred in 2009. Additional information received reported that the patient was last seen by the hcp in 2006.

Manufacturer narrative:
Concomitant medical products: product ID 3887-28, lot# l78030, implanted: 2000-(B)(6), product type lead, product ID 3887-28, lot# l75000, implanted: 2000-(B)(4), product type lead, product ID 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type extension, product ID 3887-28, lot# j0118529v, implanted: 2001-(B)(6), product type lead, product ID 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type extension. (B)(4).